Manufacturer narrative:
Ous MDR - the device status was eri, 24 charge processes had been documented. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specs with a programmed 5-j defibrillation shock. Subsequently, the test was repeated with a 30-j shock, for which the charge process was aborted, which was due to the severely discharged state of the battery. A subsequent interrogation of the ICD showed the battery state eos. Next, the device was opened . The battery proved to be discharged but not defective. The electronic module was connected to an external voltage source. Again, a fibrillation signal was fed in and the module now reacted according to spec with a defibrillation shock. The specified energy level of 30j was reached. Further examinations at the electronic module identified an increased current uptake, which has contributed to the discharge of the battery and to the clinical observation. The inspection of the components of the electronic module identified a damaged transistor as cause for the increased power consumption. Furthermore, the production process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All mfg steps had been carried out correctly. In particular, the power consumption of the ICD was unremarkable and within the spec. In summary, the clinical observation resulted from an increased current uptake that was caused by a defect transistor. Nevertheless, the device was fully capable to provide therapy during the implantation time of the ICD. Also, it cannot be ruled out that the functioning of the component was impaired by an external impact since the device was in a properly functional state at the time of the final factory inspection.

Event description:
Ous MDR - after an implantation time of about 46 months, this device was explanted due to eri. No deterioration of the pt's health was reported.